Manufacturer narrative:
Device evaluation of battery charger/modem (B)(4) has been completed. The reported problem (will not power on) has been confirmed. Upon investigation the battery charger/modem was unable to recharge a battery pack. The cause for the failure was liquid contamination on the battery board, table board, and computer/analog board. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective charger.

Event description:
A us distributor returned a charger and reported that it will not power on.